Event description:
It was reported that the patient¿s cleo 90 infusion set tubing became detached from the connector. Upon inspection, the patient observed that the detached end of the tubing appeared uneven and may not have been properly glued. The issue was resolved by attaching new tubing to the cassette. There was patient involvement; however, no harm was reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.